Manufacturer narrative:
Date sent to the FDA: 08/27/2020. Additional information: a manufacturing record evaluation was performed for the finished device lot number pmb983, and no non-conformances related to the reported complaint condition were identified. Additional h-6 summary: it was reported performance breakage suture. An empty opened box and a used suture piece of product code 8698, lot # pmb983 were received for evaluation. During the visual inspection, the suture piece was noted with body fluids, marks and damaged caused appears to be by use of a surgical instrument could be observed. No functional test was performed due to condition of the sample received. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Due to the sample condition, the assignable cause of performance breakage suture, was an improper handling. Representative samples: twenty-two unopened samples of product were returned for analysis. During the visual inspection, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. Per the condition of samples received, no performance - breakage suture was found and the tested samples met the finished goods requirements. Additional information was requested, and the following was obtained: just one suture broke during the procedure an other 5/0 prolene was used and did not broke. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a local facial flap procedure for reconstruction of defect after the removal of basal cell carcinoma on (B)(6) 2020 and the suture was used to approximate skin in the face. The suture broke during surgery while doing a node with the needle holder. There were no patient consequences reported. Additional information has been requested.